Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to nerve injury. Placed implant in site 29. Pain and paresthesia, removed and re-grafted. Additional appointment required to evaluation for future implant in few months. Was the procedure completed using another implant or another device? No. Grafted with allograft when implant was removed.

Manufacturer narrative:
One (1) imp, tsv, mcol mg, 3.7mm, 10m (tsvmb10) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event, but there were signs of use and debris present on internal threads. However, the implant was reported to cause nerve injury. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event/failure. Pre-existing condition noted on the per was low bone density (type iii). The reported device was at tooth location 29 (unknown dental notation system) for approximately 8 days. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (1256823). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op 150 str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction has not occurred, and the reported event could not be verified. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.